Manufacturer narrative:
Device is a combination product. A promus element plus,mr,ous 2.25x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found identified distal stent damage; damage was noted to the 3 most distal stent strut rows with struts lifted and stretched distally over the distal markerband. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. The device was loaded onto and tracked over a 0.014 wire without an issue. No other issues were identified during the device analysis.

Event description:
Reportable based on device analysis completed on 11apr2019. It as reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. A 2.25x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. The patient status was stable. However, returned device analysis revealed stent damage.